Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system hardware had failed. A field service engineer (fse) ejected all pockets using the hardware test application (hta) and inspected the drawer. No issues or debris were found. The fse then reseated the row board cable connections and cubie pockets to resolve the issue. The system functioned as intended after the field service engineer repaired the device. Report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary hardware was failed and reading duplicate address detected. The customer reported there was a delay in dispensing medications to the patient and the medication was subsequently obtained from other station. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary hardware was failed and reading duplicate address detected. The customer reported there was a delay in dispensing medications to the patient and the medication was subsequently obtained from other station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h manufacturer narrative and device eval by manufacturer a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system hardware had failed. A field service engineer (fse) ejected all pockets using the hardware test application (hta) and inspected the drawer. No issues or debris were found. The fse then reseated the row board cable connections and cubie pockets to resolve the issue. The system functioned as intended after the field service engineer repaired the device.